Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 597 mg/dl. Her back was hurting all day. She bolused but continued to feel sick. The customer had mris and x-rays done. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.